Event description:
This event occurred in france and was reported in french. The english translation of the report states: a 49-year-old patient is being treated for multiple sclerosis complicated by atypical bladder and sphincter dysfunction, associated with flaccid paraplegia and sphincter insufficiency. Due to severe urinary incontinence, two proact balloons were implanted in the first quarter of 2025. Before the procedure, the patient presented with significant urinary leakage, with a 24 hour pad test showing 1.5 liters. Despite seven inflation sessions, the leakage persists, with consistently high volumes, even with voluntary fluid restriction. The patient also reports nocturnal leakage. Endoscopic examination performed using an endoscope shows a healthy-appearing anterior urethra. At the level of the membranous urethra, erosion of the right balloon is observed, which appears deflated. The bulge of the left balloon is barely visible. Clinically, induration with infiltration is noted at the site of the right balloon insertion. It is necessary to remove the right balloon due to the observed erosion. This procedure took place in the third quarter of 2025.